Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation and cannot verify the reported issue. Since an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during inspection. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ needle spinal bns 25ga 3-1/2in quincke a needle was found to be broken. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the second tray had a broken needle. Product malfunction/failure mode - broken needle product description summary - the second tray had a broken needle.